Event description:
Explanting physician returned written correspondence stating codman pump had an obstructed catheter and was explanted in (B)(6) 2016. Patient was experiencing increased back and leg pain. Medication course was intrathecal morphine and bupivacaine.

Manufacturer narrative:
Returned information from explanting physician was received (B)(6) 2021, so a supplemental is being filed. Explant date and patient information are updated/clarified. The codman pump is only indicated for morphine and not bupivacaine. Catheter migration and subsequent obstruction) is a known risk documented in the labeling of the codman 3000.

Manufacturer narrative:
Explant date is estimated based on the information reported. Based on the age of the complaint and the fact that the device was discarded after explant, a full investigation cannot be completed as the device is not available for analysis. It is undetermined as the exact root cause of the complaint. A number of factors can influence the ability of the pump to deliver pain relief: the drug type and concentration, the patient's psychological response in switching from oral opioids to intrathecal drug delivery, pump flow rate, the suitability of a drug delivery pump vs other treatments (such as spinal cord stimulation), catheter migration or malfunction, altitude changes due to travel, physical impact to the implant site, exposure to higher temperatures through use of heating pads/blankets or use of saunas/hot tubs, or pump malfunction.

Event description:
Patient responded to device tracking mailing by calling the clinical call line to state her pump had been removed 9 months after implant because it provided 'no pain relief.' Implant date was (B)(6) 2006.